Event description:
Patient holding onto IV pole as he was being transported to radiology. IV pump slid down IV pole hitting patient's left hand. X-ray revealed no injury to left hand.====================== health professional's impression======================no adverse event.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 84 mg/dl, 83 mg/dl, and 164 mg/dl. Customer took one 5 mg glyburide tablet and one 500 mg metformin tablet (normal dose) as a result of the readings. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.